Manufacturer narrative:
Concomitant medical products: 5024 lead, implant date: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted sensing was unable to be determined. The lead was removed and replaced. No patient complications have been reported as a result of this event.